Event description:
It was reported that the patient was on program 2 at 3.8v and it was pulsating very lightly, but they felt extreme pain in the hymen area. The patient recently had their hymen area snipped and stitched up. The patient had to turn off the implantable neurostimulator (ins) at night because it was too painful. The patient changed stimulation to 3.1v and it was feeling a bit better. The patient had a paper where their health care provider (hcp) wrote to be on program 2. The patient mentioned going to pick up premarin cream. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient would have an appointment on (B)(6) 2015. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0qvgn, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).